Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump experienced screen bezel separation with the screen assembly detaching from the device when removed from its case, and the user could not attribute a specific cause. Symptoms included no reported adverse health effects. Outcomes included provision of a replacement device with instructions for data sync, shutdown, and return of the damaged unit, and continued cgm use was advised during the interim. Investigation included review of customer statements, product history review, and return logistics assessment; a device evaluation could not be performed because the damaged unit was not returned. Investigation of the returned device revealed a mechanical integrity concern of the display/screen housing consistent with screen bezel separation, with no confirmed functional alarms or data loss reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to a lack of returned product for physical analysis.